Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One event was reported for this quarter. One device was received for evaluation; one event was confirmed. One device was found to be affected by disassembly. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device disassembled. 1 reported event had no patient involvement; no patient impact.